Manufacturer narrative:
The field service engineer (fse) completed preventative maintenance (pm) and discovered the red/white fittings, on the pressure transducers, for reagent pipettor #1 and #3, were not locked in place, causing the fittings to be loose. The fse tightened the loose fittings. At the completion of pm verifications (verifying hardware operation), precision tests were performed on both the tbhcg and dil-bhcg; tbhcg (total beta human chorionic gonadotrophin) showed good precision and dil-bhcg precision was poor. The fse discovered the dil-factors had been replaced to match the dil-factors on the second dxi 800 system causing pipettors #1, #3 and #4 to have low results and pipettor #2 high results when compared to the other dxi 800 system. The fse communicated with the customer and disabled bhcg on the original instrument until the dil-factors is recalculated by the customer. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the loose fittings on the pressure transducers and the dil-factors for bhcg. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00151; 2122870-2014-00152; 2122870-2014-00153; 2122870-2014-00154; 2122870-2014-00155.

Event description:
The customers biomedical engineer reported non-reproducible beta human chorionic gonadotrophin (bhcg) results, for seven patients, involving the unicel dxi 800 access immunoassay system. This report is two of five referencing the two patients on the event date noted. The initial results were not released from the laboratory. There was no patient injury associated with this event. Subsequent testing of the patients' samples, through pipettor #1, #2, and #3, on the same instrument, produced varying results. The customer indicated bhcg quality control had been within specifications. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.